Event description:
Additional information was received stating that the vns patient achieved seizure reduction with vns therapy. The believed cause of death is sudep which led to the patient drowning and was unrelated to vns. The death was witnessed by the foster mom.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away due to epilepsy. The death is not believed to be related to vns but attempts for clarification have been unsuccessful to date. An autopsy was performed and the patient¿s device was not explanted prior to burial. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep.